Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60) and a non-penumbra sheath. During the procedure, the ace60 was not aspirating during the first pass. Upon removal, the physician discovered an exposed wire at the distal tip of the ace60. Therefore, the ace60 was no longer used in the procedure. The procedure was completed using another ace60 and the same sheath. There was no report of an adverse effect to the patient.